Manufacturer narrative:
(B)(4). Catalog#: igtcfs-65-1-fem-celect-pt. (B)(4). Re-investigation in progress based on additional information from retrieval attempt on (B)(6) 2016. Summary of investigational findings: investigation evaluation found that the filter was severely tilted with filter hook against ivc wall and embedded after an implant period of 102 days. Unsuccessful attempt with endovascular techniques after 102 days of implant. Filter was successfully removed in open surgery after 103 days of implant. The filter was deployed via a left femoral approach. The images provided demonstrate a significant right and anterior tilt. The left femoral approach is one of the least desirable approaches for filter deployment due to the inherent angulation introduced due to venous anatomy, which might have contributed to the filter tilt at deployment time. Filter retrieval is occasionally difficult. This is well known from published scientific literature where filter retrievals are referred to as simple vs complex. Several case reports published in scientific literature describe complex cases with successful endovascular filter retrievals using additional, advanced techniques. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook medical will continue to monitor for similar events.

Event description:
Description of event according to study: on (B)(6) 2015 (102 days post-procedure), an attempt was made to retrieve the filter because it was no longer clinically needed. Filter retrieval was initially attempted with a merit medical en snare® retrieval set via the right internal jugular vein and right common femoral vein. The physician reported major difficulty attempting to retrieve the filter. Additional devices utilized during the retrieval attempt included an amplatz gooseneck®, balloon angioplasty, and a benson loop-wire snare. Despite these efforts, the filter was not endovascularly retrievable because the hook was oriented and embedded in the vessel wall. After the filter retrieval attempt, the patient was admitted to the intensive care unit (ICU). Three hours of the ICU stay and an unknown portion of the hospitalization was directly related to the failed endovascular filter retrieval procedure. On (B)(6) 2015 (103 days post-procedure), the ivc filter was surgically removed. On (B)(6) 2015 (105 days post-procedure), the patient was discharged from the ICU, but remained hospitalized. Additional information received on 22sep2016: on (B)(6) 2015 (102 days post-procedure), the filter was attempted retrieved. The patient experienced bleeding from the attempted retrieval procedure access site which was treated with a d-stat device being placed at the jugular puncture site. The physician indicated the event was possibly related to the retrieval procedure. This event was considered resolved on the same day. Patient outcome: no further adverse events have been reported.

Manufacturer narrative:
(B)(4). Igtcfs-65-1-fem-celect-pt. Investigation is still in progress.

Event description:
Description of event according to study: on (B)(6) 2015 (102 days post-procedure), an attempt was made to retrieve the filter because it was no longer clinically needed. Filter retrieval was initially attempted with a merit medical en snare&#59410;retrieval set via the right internal jugular vein and right common femoral vein. The physician reported major difficulty attempting to retrieve the filter. Additional devices utilized during the retrieval attempt included an amplatz gooseneck, balloon angioplasty, and a benson loop-wire snare. Despite these efforts, the filter was not endovascularly retrievable because the hook was oriented and embedded in the vessel wall. After the filter retrieval attempt, the patient was admitted to the intensive care unit (ICU). Three hours of the ICU stay and an unknown portion of the hospitalization was directly related to the failed endovascular filter retrieval procedure. On (B)(6) 2015 (103 days post-procedure), the ivc filter was surgically removed. On (B)(6) 2015 (105 days post-procedure), the patient was discharged from the ICU, but remained hospitalized. Patient outcome: no further adverse events have been reported.

Manufacturer narrative:
(B)(4). Igtcfs-65-1-fem-celect-pt. (B)(4). Summary of investigational findings: image review from date of retrieval attempt confirmed a significant rightward tilt of approx. 33° and found the filter hook extending greater than 3mm outside the column of contrast indicating perforation or the hook extended through the ostium of a small accessory right renal vein. Given the overall angle of tilt had not changed between the day of placement and this venogram, this configuration suggests the filter was likely pushed forward out of the deployment sheath, instead of retracting the sheath as the IFU describes, and inadvertently advanced into the accessory renal vein ostium and potentially through the wall of this vessel. Given the overall appearance of the filter on the follow-up x-rays obtained on the same day of filter placement, and the follow-up venogram at attempted retrieval, the significant tilt and penetration was most likely a direct product of operator error during deployment of the filter. Endovascular techniques were unsuccessful in removing this filter, and per complaint report, patient underwent surgical excision of the filter the following day. Filter tilt is a known risk in relation to filter implant reported in the published scientific literature and may occur during placement or during implanting period. Vena cava wall perforation is a known potential complication of vena cava filters. Both symptomatic and asymptomatic events have been reported. Among other causes, vena cava wall perforation may inadvertently be initiated by improper deployment, excessive force or manipulations near an implanted filter (e.g., a surgical procedure in the vicinity of a filter) and (or) procedures that involve other devices being passed through an in situ filter. Filter retrieval is occasionally difficult. This is well-known from published scientific literature where filter retrievals are referred to as simple vs. Complex. Several case reports published in scientific literature describe complex cases with successful endovascular filter retrievals using additional, advanced techniques. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook medical will continue to monitor for similar events.

Event description:
Description of event according to study: on (B)(6) 2015 (102 days post-procedure), an attempt was made to retrieve the filter because it was no longer clinically needed. Filter retrieval was initially attempted with a merit medical en snare® retrieval set via the right internal jugular vein and right common femoral vein. The physician reported major difficulty attempting to retrieve the filter. Additional devices utilized during the retrieval attempt included an amplatz gooseneck®, balloon angioplasty, and a benson loop-wire snare. Despite these efforts, the filter was not endovascularly retrievable because the hook was oriented and embedded in the vessel wall. After the filter retrieval attempt, the patient was admitted to the intensive care unit (ICU). Three hours of the ICU stay and an unknown portion of the hospitalization was directly related to the failed endovascular filter retrieval procedure. On (B)(6) 2015 (103 days post-procedure), the ivc filter was surgically removed. On (B)(6) 2015 (105 days post-procedure), the patient was discharged from the ICU, but remained hospitalized. Additional information received on 22sep2016: on (B)(6) 2015 (102 days post-procedure), the filter was attempted retrieved. The patient experienced bleeding from the attempted retrieval procedure access site which was treated with a d-stat device being placed at the jugular puncture site. The physician indicated the event was possibly related to the retrieval procedure. This event was considered resolved on the same day. Patient outcome: no further adverse events have been reported.

Manufacturer narrative:
Manufacturer reference: (B)(4). Model #: igtcfs-65-1-fem-celect-pt. Summary of investigational findings: investigation evaluation found that the filter was severely tilted with filter hook against ivc wall and embedded after an implant period of 102 days. Unsuccessful attempt with endovascular techniques after 102 days of implant. Filter was successfully removed in open surgery after 103 days of implant. The filter was deployed via a left femoral approach. The images provided demonstrate a significant right and anterior tilt. The left femoral approach is one of the least desirable approaches for filter deployment due to the inherent angulation introduced due to venous anatomy, which might have contributed to the filter tilt at deployment time. Filter retrieval is occasionally difficult. This is well known from published scientific literature where filter retrievals are referred to as simple vs complex. Several case reports published in scientific literature describe complex cases with successful endovascular filter retrievals using additional, advanced techniques. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook medical will continue to monitor for similar events.

Event description:
Description of event according to study: on (B)(6) 2015 (102 days post-procedure), an attempt was made to retrieve the filter because it was no longer clinically needed. Filter retrieval was initially attempted with a merit medical en snare retrieval set via the right internal jugular vein and right common femoral vein. The physician reported major difficulty attempting to retrieve the filter. Additional devices utilized during the retrieval attempt included an amplatz gooseneck, balloon angioplasty, and a benson loop-wire snare. Despite these efforts, the filter was not endovascularly retrievable because the hook was oriented and embedded in the vessel wall. After the filter retrieval attempt, the patient was admitted to the intensive care unit (ICU). Three hours of the ICU stay and an unknown portion of the hospitalization was directly related to the failed endovascular filter retrieval procedure. On (B)(6) 2015 (103 days post-procedure), the ivc filter was surgically removed. On (B)(6) 2015 (105 days post-procedure), the patient was discharged from the ICU, but remained hospitalized. Patient outcome: no further adverse events have been reported.